Event description:
Reportedly, on (B)(6) 2021, the help desk supported the request of a patient for the first data transmission after implantation. When turned on the smartview hotspot, the wirex lit a red light as it detected a signal, and the status led of the home monitor remained orange. After several power on/off cylces, the wirex had 3 leds lit, but the status led of the home monitor remained orange. On (B)(6) 2021, new attempts were performed with the same result. The subject home monitor was replaced on (B)(6) 2021 and normal operation (including data reception) was confirmed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021, the help desk supported the request of a patient for the first data transmission after implantation. When turned on the smartview hotspot, the wirex lit a red light as it detected a signal, and the status led of the home monitor remained orange. After several power on/off cylces, the wirex had 3 leds lit, but the status led of the home monitor remained orange. On (B)(6) 2021, new attempts were performed with the same result. The subject home monitor was replaced on (B)(6) 2021 and normal operation (including data reception) was confirmed.